Event description:
Customer reported the system locked up midway through a cine run. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Reseated the cine bridge pcb and reloaded software as a precautionary measure. System operates as intended.